Manufacturer narrative:
Investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that they are noticing the pump pulling from the primary container when running a secondary infusion.